Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual analysis of the received product noted that the screen was visible. A clamshell was attached to the device and held out at an arms length. The screen was very visible when held in this manner. There was no visible physical damage to any of the internal components that were related to the oled screen. Functionally, a knocking noise was heard during initialization. After taking apart the handle, the articulation motor was found to be loose. The handle was able to fire and articulate a reload without issues. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected an unreported condition of loose motor screws that has no relationship to the reported condition. The rear handle housing was removed as part of the investigation of the reported condition. During that investigation it was discovered that the articulation motor screws had become loose allowing the motor to move around. The connection between the motor output shaft and trilobe coupler was not impacted. The root cause of the observed condition was determined to be a result of a manufacturing activity. It was determined that the thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. Additionally, an unreported condition of loose articulation motor screws was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device display screen was always in a dark state, that makes it difficult to check the remaining procedure and other condition of the handle. There was no patient involvement.